Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined. Olympus medical systems corp. (Omsc) concluded that the reported event may have been caused by deterioration due to long-term use because more than 6 years have passed since the device was manufactured, or by connecting the video connector to the device without sufficiently drying the electrical contacts. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that an endoscopic image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.